Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparotomy left salpingo-oophorectomy, omentectomy, appendectomy, the device stopped working mid surgery. The device was unplugged and replugged to unit with no resolution. The operative team stated that the device was "not sealing". There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted found no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. Troubleshooting identified the device could not activate. The issue was isolated to the activation button. The device was disassembled, and a large amount of fluid ingress was found inside the handle body and on the activation button switch. The fluid ingress caused a discontinuity in the circuit of the device which affected the device's ability to activate and complete its seal cycle. It was reported that the device stopped working. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of fluid ingress. The product analysis noted evidence that the device was not used as intended. This issue may occur due to holding the jaws in lots of fluid with the handle lower than the jaw such that the liquid travelled down the shafts into the handle body. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.